Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer passed away on (B)(6) 2014. Her son in-law reported that the customer was having chest pains. She was then given a manual injection that leading to a cardiac arrest. The customer's husband stated her blood glucose at the time of her death may have been around 200 mg/dl. The customer's last recorded blood glucose was over 600 mg/dl on (B)(6) 2014. The customer's husband also stated that the customer had diabetes since she was 16 and recently had a open heart surgery prior to her death. No additional information was provided as the son in-law requested to speak to a supervisor.